Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
A customer reported out of range low thermofisher level 1 quality control (qc), lot number cxl2001la, on ck-mb assay, lot number i217882, with their aia-900 analyzer. The customer tried a fresh set of quality controls with the same result. Technical support did not have target values for this lot of qc. The technical support specialist (tss) instructed the customer to re-calibrate with a new set of calibrators. At a later date the tss follow-up with the customer and confirmed that level 1 qc was still out of range low. The tss advised the customer to check with the manufacturer to verify values have not changed or shifted. The tss sent a new set of mac qc to the customer for investigation. Through a follow-up with the customer it was confirmed that mac qc were within acceptable range across all levels. The customer confirmed that the issue was due to a qc material stability from the manufacturer (thermofisher). The aia-900 analyzer was performing according to manufacturer's specifications. No further action was required. The reported event caused a delay in reporting of ck-mb patient results. There is no indication of any adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.3. Device evaluated by manufacturer: a 13-month complaint and service history review was performed on serial number (B)(6) for similar complaints from 14-oct-2017 through aware date 14-nov-2018. No other similar complaints were identified during the searched period. A 13-month complaint and service history review was performed on st aia-pack ck-mb, lot number i217882, for similar complaints from 14-oct-2017 through aware date 14-nov-2018. No other similar complaints were identified during the searched period. A 13-month complaint and service history review was performed on thermofisher mas qc, lot number cxl2001la, for similar complaints from 14-oct-2017 through aware date 14-nov-2018. No other similar complaints were identified during the searched period. The st aia-pack ck-mb analyte application manual states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, three levels of controls are run in order to accept the calibration curve. · the three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event was due to the qc material stability. H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
Ck-mb assay, lot number i217882, with their aia-900 analyzer. The customer tried a fresh set of quality controls with the same result. Technical support did not have target values for this lot of qc. The technical support specialist (tss) instructed the customer to re-calibrate with a new set of calibrators. At a later date the tss follow-up with the customer and confirmed that level 1 qc was still out of range low. The tss advised the customer to check with the manufacturer to verify values have not changed or shifted. The tss sent a new set of mac qc to the customer for investigation. Through a follow-up with the customer it was confirmed that mac qc were within acceptable range across all levels. The customer confirmed that the issue was due to a qc material stability from the manufacturer (thermofisher). The aia-900 analyzer was performing according to manufacturer's specifications. No further action was required. The reported event caused a delay in reporting of ck-mb patient results. There is no indication of any adverse health consequences due to the delay in reporting of patient results.